Event description:
It was reported that the patient was unable to adjust stimulation and the display showed a ¿call your doctor¿ icon. She had experienced a loss of motor control the last couple of weeks and her symptoms came back suddenly. The patient saw the message once on the day of the report, but was not able to bring it up again. She wanted to know if her implantable neurostimulator (ins) might be low, thus the doctor icon came up. The patient noted that the healthcare provider (hcp) checked her battery status last month and was told it should last a few more months. On the day of the report, she was assisted in checking her ins¿s and they showed 2.80 and 2.89; the patient was informed that the elective replacement indicator (eri) would not register until 2.60. Follow-up with the patient reported that she received assistance from her doctor and manufacturer representative and her concerns were resolved. The patient saw her hcp on (B)(6) 2014 and was scheduled for replacement on (B)(6) 2014. The patient was calling the hcp weekly with the ins voltage and she wanted to know if the eri message would keep appearing on the programmer. The reason for the inability to adjust and the sudden return of symptoms was not clear, so additional information was requested. The patient outcome was not available as the surgery was not scheduled until (B)(6). If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v699244v01, implanted: (B)(6) 2012, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
Additional information received reported the patient needed to have their implantable neurostimulators (ins) replaced. Since (B)(6) 2014 the ins had dropped from 2.8v and the next day it was 2.79v. The day of this report the ins was at 2.8v. When the patient arrowed over on the patient programmer they saw a "barcode check and doctor symbol." The patient's healthcare professional (hcp) told them that they could replace the ins more quickly if the device dropped more frequently. The patient was further told to watch the ins. Surgery was scheduled for (B)(6) 2014 for normal battery replacement.